Event description:
Terumo medical corporation received the reported information. During the procedure, the coating on the wire was peeled off. The product was replaced with a new one with the same product code and the procedure was completed. The actual device was fractured. The patient was not harmed.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. Since it was unknown whether the actual device was infectious, it was not possible to open the plastic bag to confirm its condition. Visual inspection of the actual device from the outside of plastic bag: it was found that the distal end had been fractured. However, it was not possible to confirm the details of the damage. No anomaly was found in other sections as far as could be confirmed through the plastic bag. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past three years, we have not received any similar complaints of the involved products caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and the shipping inspection record of the actual device could not be investigated. In addition, since detailed investigation of the actual device could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.